Event description:
It was reported the patient¿s ipg was inoperable. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg restoring therapy.